Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, edwards received notification of an evoque procedure in tricuspid position where it was reported that during extraction of the delivery system after the implantation, the patient started bleeding severely from the groin. It was noted that during vein preparation with the perclose device, the vein did not feel normal. The insertion of the delivery system (ds) was a probable factor in injuring the vein further. Protamine was given and a compression bandage was applied. The remained in stable condition. As per medical opinion, the vein was potentially scarred from the leadless pacemaker implantation.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for damage to vessel during insertion was confirmed with other empirical evidence via information reported by an edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The patient experienced major bleeding at the local access site after implantation when the delivery system was being removed. It was reported that the vein did not feel normal during insertion, likely due to scarring from a leadless pacemaker implantation. The patient was treated with protamine and a compression bandage. A definite root cause cannot be determined. However, available information suggests that interaction with the system potentially in the form of procedural factors (access site insertion/ maneuvers) or the vein was potentially scarred from the leadless pacemaker implantation contributed to the event.